Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device gave a "shock advised" prompt for a rhythm clinicians believed was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical (B)(4) evaluated the device and the device performed to specification. The device was put through extensive testing without duplicating the malfunction. Review of the device activity logs indicate that the shock advised prompt was a result of CPR being performed during the active ECG analysis. The device was recertified and returned to the customer. No trend is associated with reports of this type.